Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 400 mg/dl after the insulin pump alerted him with a "check infusion" message. The patient treated the high blood glucose via manual insulin injection. During troubleshooting the customer discovered a small air bubble in the middle of the tubing. The customer was able to prime. Further troubleshooting was declined since the caller was comfortable with the functionality of the insulin pump. The insulin pump was not returned for analysis.